Event description:
Caller reported a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset and assisted the caller with the process. The error did not recur after the reset, and the caller successfully started their sensor session.